Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2009 and a drain was inserted into the spinal cavity. However, following the surgery it was noted that the drain was not functioning and a hematoma occurred. The patient underwent a re operation on (B)(6) 2009. Additional information has been requested.